Event description:
It was reported that the customer was having low blood glucose incidents. They reported that they had calibration error due to over-calibration. The customer stated that their insulin pump went into threshold suspend due to differences between sensor glucose and blood glucose readings. The customer's blood glucose at the time of the phone call was 155 mg/dl. The customer did not was n to perform troubleshooting. The customer stated that while they are asleep at night they receive alerts for predicted low blood glucose. The customer also stated that they had an incident of low blood glucose of 43 mg/dl which was treated with glucose shot. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.